Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the drain valve required replacement. The drain valve allowed for the unit to begin heating without sufficient water in the sump subsequently causing the reported burning smell. The technician replaced the drain valve and part of the water sensor assembly, tested the unit, and confirmed it to be operating according to specification. The DHR for the unit subject of the reported event was reviewed and no issues were noted. No additional issues have been reported.

Event description:
The user facility reported their amsco 2532 washer/disinfector alarmed and emitted a burning smell. No report of injury or procedural delay or cancellation. The fire alarm did not sound and no evacuations were conducted.